Event description:
A ds2adv device was returned to a third-party service centre. During the evaluation of the device was visually inspected and there was no mention of visual findings to the external part of the device. During the evaluation no secondary findings was observed. The device's downloaded logs were reviewed by the technician. There was no error code found. During the evaluation pca burned and iso port contaminated was observed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.